Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had redness and soreness at the lead incision and ins incision sites. The patient was seeing the healthcare provider (hcp) on (B)(6) 2018, and is monitoring the patient for infection. The patient did not report a fever. No further complications were reported or anticipated. No device allegations were made. Additional information was received from a manufacturer's representative (rep). It was reported that the healthcare provider (hcp) talked about having labs and antibiotics. The rep was unaware if it was completed or started. The patient will be seen in clinic on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the rep met with the patient and stated that they did not have a current infection. The patient was doing well and no adjustments were needed. No further complications were reported or anticipated.